Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lobectomy - "after surgery, client move the specimen into the bag and then the bag was broken." Patient status: "unknown".

Manufacturer narrative:
The event unit was returned for evaluation. Upon visual inspection, engineering confirmed that the tissue bag had a puncture near the distal end. Engineering's analysis has determined that it is likely that the tissue bag was either punctured by an instrument or exposed to forces that were greater than what the bag material was able to withstand. In the instructions for use (IFU), it is stated that "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Event description:
Additional information received via email from distributor on september 7, 2016: the tip of the bag was broken. The surgeon was trying to deploy the bag when the bag broke. A grasper was used during insertion to deploy the bag. Additional information received via email from distributor on october 20, 2016: "the bag was broken when they open it before placing the specimen into the bag."